Event description:
It was reported that a one-link needle-free IV connector experienced no flow. The customer stated that the "nurses were unable to flush the connector [and] aspirate [because the] connector became occluded." This occurred during patient infusion. The customer stated that the central venous line (cvc) and peripherally inserted central catheter (PICC) were removed. The tissue plasminogen activator (tpa) was replaced. There was patient involvement, however there was no patient injury reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.